Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 20 mg/dl. The customer's spouse brought carbohydrates to the customer to consume and insulin delivery from the pump was suspended to address the bg level. The contact thought that the pump allowed the customer to deliver a bolus when the low bg had been entered into the pump. The contact also reported that the customer was very sensitive to sugar swings and was working out in the heat; both may have been a contributing factor to the low bg. Due to the carbohydrates consumed and insulin delivery suspension, the bg elevated to over 600 mg/dl. The contact assisted the customer with resuming pump insulin delivery. A bolus was delivered to address the high bg. Tandem technical support (cts) reviewed the pump data and confirmed that the pump was functioning as expected. The contact agreed with the finding. Cts reviewed with the contact the pump's bolus delivery screen; the contact understood the information.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on or during the surrounding days of (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). Basal rate was set to 1.3 u/hr throughout the entire day. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. User may need to make basal rate adjustments throughout the day to compensate for daily activity. There was no evidence of device malfunction.